Manufacturer narrative:
H.6. Investigation summary: one photo was provided. It shows a needle assembly connected to a 3ml syringe; a person is holding them. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause could be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter: needle with issues (clogged), a bunch of units. The liquid contained in the syringe does not flow through the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle was clogged during use. The following information was provided by the initial reporter: needle with issues (clogged), a bunch of units. The liquid contained in the syringe does not flow through the needle.